Event description:
Customer called regarding the meter allegedly giving incomplete numbers. Customer did not report any symptoms. There was no evidence of an adverse event, based on the info provided. The meter was replaced due to an unresolved issue.